Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced near-syncope, dizziness and weakness. Oversensing was observed on the right ventricular (rv) lead. The rv lead remains in use and no further patient complications have been reported as a result of this event.